Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm masters series hemodynamic plus valve was chosen for a procedure. The surgical technician prepared and provided the valve to the physician, who implanted it in the patient. It was tested, confirming that the leaflets opened and closed correctly. The patient was then taken to recovery. During an echocardiogram performed to verify the device's functionality, it was found that the leaflets were not opening properly. The patient underwent a second surgery, the valve got explanted and a new 21mm sjm masters series hemodynamic plus valve was implanted. The patient was reported recovering.

Manufacturer narrative:
An event of incomplete coaptation was reported. A returned device assessment could not be performed as the device was not returned for analysis. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
N/a.